Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
The sales rep reported that the healix inserter broke during use. The anchor was inserted to the 1st cortical thread when the inserter tip broke at the weld. A grasper was used to remove the distal tip from the anchor. A second anchor was then placed to complete the case. The surgeon then attempted to use the inserter from the 2nd anchor to further insert the 1st anchor, but the inserter just spun. A grasper was then used in an attempt to remove the anchor. The proximal end of the anchor broke, and the distal end remained inserted. No broken pieces fell into the pt during the case. There were no pt consequences.